Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 1999. On 10/23/99 consumer sought medical treatment for infection at the piercing site and was prescribed antibiotic. On 11/3/99 consumer was admitted to the hosp for IV therapy and was released on 11/9/99.